Event description:
It was reported to boston scientific corp that the forceps were stuck in the open position, after attempting to take the biopsy sample - hence when withdrawing the forcep, it would not come out of the biopsy valve on the bronchoscope. Valve had to be removed to get the forcep out.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.